Event description:
The customer called and reported he experienced high blood glucose of 515 mg/dl, after he had back surgery and was given steroids. The customer stated there was an issue with the keypad on his insulin pump where he could not tell if he was pressing on a button. Customer was unable to change temporary basal about without the display timing out, due to having to press the buttons forcefully. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The express bolus and esc buttons had had intermittent response due to flattened dome switch. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.